Event description:
It was additionally reported that the ra lead exhibited high thresholds and undersensing. The ra lead was capped and replaced.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5072-52 lead, implanted: (B)(6) 1999. (B)(4).

Event description:
It was reported that the patient felt palpitations. A review of strips showed oversensing with noise on both the right atrial (ra) and right ventricular (rv) leads. The episodes showed mirrored image of the two electrograms along with atrial and ventricular markers occurring simultaneously at irregular and very short intervals. It was suspected that the outer insulation of both leads was abraded and there was intermittent contact with the outer conductors causing the noise on both leads. The leads remain in use. No patient complications have been reported as a result of this event.